Event description:
Related manufacturer reference number: 2017865-2022-01498. It was reported that the patient presented for a routine device change. Prior to the procedure, it was reported that the implantable cardioverter-defibrillator (ICD) exhibited a failure to interrogate via telemetry. During the procedure, it was observed that the right ventricular (rv) lead exhibited low r-wave amplitude and a failure to capture. The ICD was explanted and replaced, and the rv lead was capped an replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Manufacturer narrative:
The reported event of low r-wave amplitude and failure to capture could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.